Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a bent cannula issue on the infusion set. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that there was pain in the site location. Customer stated that the site location was on the legs, arm, and tummy. Customer stated that she was standing during insertion. Troubleshooting was performed and customer was advised to change the set. Customer treated with a shot of 10 units of insulin to get her blood glucose down. Customer declined troubleshooting for high blood glucose.